Manufacturer narrative:
(B)(4). Secondary surgery. Size incorrect for patient. Explant. Claim# (B)(4).

Event description:
It was reported that the surgeon inserted the icm115v4 11.5mm implantable collamer lens on (B)(6) 2012 and low vault was noted the next day. The lens was removed on (B)(6) 2012 and replaced with a longer length lens and this resolved the problem.

Manufacturer narrative:
Method: lens work order search. Medical review. Results: visual inspection of the returned product showed the lens was returned dry with no visible damage observed. A lens work order search revealed that there was no similar complaint for the same type of problem from this work order. Medical review - according to use fmea (failure modes and effect analysis) it has been determined that the inadequate vault is a consequence of wrong lens use failure mode (i.e. Improper white to white measurements, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). (B)(4).